Event description:
It was reported that the lead was dislodged and there was a small tissue plug at the end of the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and the outer insulation was breached due to metal induced oxidation. There was blood/body fluid on the distal conductor (not obstructed). The outer insulation had cosmetic metal induced oxidation, environmental stress cracking and a depression. There was also blood in/on the helix mechanism.